Event description:
Patient reported the check button on the infusion device is defective, and she has to press the button very hard or from the side for the infusion device to respond. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles inside the housing of the check button, and these particles isolate the area of contact inside the button housing.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.